Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Specifically, the IFU states the device is intended for patients with an infrarenal neck with a length of at least 15 mm and with an angle less than 60 degrees relative to the long axis of the aneurysm. The complaint correspondence indicated that the patient's anatomical form was not suitable for evar because the infrarenal aorta was severely tortuous and short. Without additional information or imaging we are unable to comment on the patient's suitability for evar. Patient anatomy likely contributed to the reported type 1a endoleak. Another manufacturer's stent was deployed and reduced the endoleak. Physician determined to continue additional monitoring. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) female patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for aaa repair since aorta just above and below renal artery was severely tortuous, proximal neck was short, and both internal iliac arteries were aneurysmal. Moreover, the patient received medication for hyperpiesia, and had severe anemia, ischemic heart disease and icterus. Final angiography revealed a distal type I endoleak from left side (1820334-2011-00035) and a proximal type I endoleak. Ballooning at the proximal and the distal site was performed, but both endoleaks were not resolved. Left internal iliac artery was embolized with histoacrylic and a nester coil, and additional iliac leg was extended into external iliac artery. It was confirmed that the distal type I endoleak was resolved with confirmatory angiography. A bare metal stent was placed for long-term prognosis. Another manufacturer's xl stent was placed at proximal site, but it was not valid. Then an additional xl stent was placed. The physician decided to take follow-up observation since the endoleak was still remained, but reduced. The patient's condition after the procedure is unknown as it was not provided by the reporter.